Event description:
A vaxcel pasv mini port was placed for the therapeutic purposes on an unknown date. In 2005, leaking was noted and the port was removed. Upon removal, a hole was noted in the catheter at the bend of the subclavian vein. The port was replaced.